Event description:
A malfunction was reported on the customer's pump, and a specific malfunction code was noted. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use a multiple daily injections backup therapy, and a new replacement pump was sent. Instructions were given on how to store and return the problematic pump, and the customer acknowledged and understood the procedures.